Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A bolus was delivered and a manual insulin injection was administered to address the bg. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer reverted to an alternate method for insulin therapy.